Event description:
Swallowing product [accidental device ingestion]. I was psychologically disturbed [psychic disturbance]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (corega flavour free adhesive cream) cream (batch number: 3u9t, expiry date march 2025) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started corega flavour free adhesive cream. On an unknown date, an unknown time after starting corega flavour free adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: haleon medically significant), psychic disturbance, device effect delayed and product complaint. The action taken with corega flavour free adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion, psychic disturbance, device effect delayed and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion and psychic disturbance to be related to corega flavour free adhesive cream. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 19jan2023. It was reported that; "I bought corega tooth cream, it has very little sticking and when I take it all out, I swallow it. I demand change. It sticks, but after removing my tooth, I swallow it all, there is nothing left. I was psychologically disturbed. I've used it twice already. It takes like 5 hours. Corega no flavor 40 gr serial number: (B)(4) expiry date mar2025 does it take this long? Maybe it will come sooner if you tip me off." Follow up information was received on 19jan2023 from quality assurance department regarding complaint: (B)(4) (issue number: (B)(4) for 3u9t lot number. It was reported that; "denture adhesive creams are specially formulated to form a tight seal and provide a firm hold for dentures. The combination of the duo salt and carboxymethylcellulose in the product provides the adhesive strength that helps hold dentures in place. Gsk denture adhesives have been shown to be effective in providing 12 hours hold across multiple randomized clinical trials. The complaints received for the reason code cpe dnt hold are of a common, expected nature for the fixative paste formulations. Prior to the generation of a cim, each cpe dnt hold customer complaint was individually investigated whereby the complaint sample was tested for the percentage of active ingredient. A batch documentation review was also performed to verify that there were no issues during the manufacture and packaging of the batch. Each investigation verified that the concentration of active material was within specification and that the product had been manufactured appropriately and complied with all required quality standards. Response to consumer (if applicable): the concentration of "active" ingredient in the lot, product in question was within specification and met all requirements of the release specification. All of the documentation pertinent to a specific lot of finished products is contained in a [?] Batch envelope'. Prior to the disposition of the product, the contents of each batch envelope are reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging and testing. This review also verifies that all test results meet specification requirements. As with any product, it is expected that the consumer may have different experiences based on various individual factors like the fit of the denture and the oral anatomy of the denture wearer, that may determine the performance of the denture adhesive. Please be assured that this complaint has been logged, will be indicated in the manufacturing site metrics and will be brought to the attention of all relevant site personnel as part of the complaint review process. On the basis of the above I now wish to consider this complaint closed - please revert should you require any further information. The investigation report concluded that complaint stands unsubstantiated." Initial and follow are processed together.

Manufacturer narrative:
Argus case ID: (B)(4).